Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the silicone boot ripped on the ligasure device. No patient injury reported. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. The clear insulation was damaged, causing the device to fail hipot testing. A review of the device history records for this lot found no potentially contributing entries to this issue. The IFU included with this product cautions to prevent damage to the flexible insulation proximal to the jaws by confirming that the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.